Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. After consulting with technical support, who provided complete pump reset information and assisted in the reset process, the caller was able to successfully start their sensor session without further errors.